Event description:
After a pallidotomy procedure, the pt experienced weakness in the left hand. Co became aware of the incident on 11/22/96. The generator had previously been serviced by co and returned to the customer on 10/21/96/